Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a gauze sponge. The customer states the gauze is fraying.

Manufacturer narrative:
There were no samples submitted with this complaint. The reported condition could not be confirmed. Complaint shall be reopened if a sample is received. Product analysis could not confirm if the failure contributed to the reportable event as no product was returned. Without an actual sample or further description from the customer, a root cause could not be determined. Potential root causes could include a burr on the folding paddle/fingers that could have snagged the gauze or the improper use of the product by the customer. The product is designed for use in the folded 4 x 4, 16 ply configuration. If ripped apart, the gauze weave structure becomes compromised and broken. This can lead to fraying edges and small strings to be dislodged from the sponge. Ripping the product apart may result in release of loose fibers and could decrease the effectiveness of the product. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, operators are required to inspect for loose threads during production. The lot met all defined acceptance requirements and was released. Due to the complaint a corrective/preventative action (CAPA) request was submitted and rejected due to a low occurrence rate of 0.000073%. This information will be utilized for trending purposes to determine the need for corrective actions. Since the production of this material, the number of in-process checks for this product has been increased in order to catch the condition in advance of shipping. Containment sampling plans have been updated to increase the visual and functional inspections during production to ensure compliance to requirements. If information is provided in the future, a supplemental report will be issued.